Manufacturer narrative:
(B)(4). The lot was manufactured from september 22, 2014 to september 25, 2014. The device was received and evaluated. Visual inspection was performed and revealed solid white particle(s) ranging between 0.74 to 2.73 mm in length floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy identified the particle(s) to be of acrylic material. The reported issue was verified through evaluation. The cause could not be determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter within its bladder. This was found before use. The device was filled with meropenem, ertapenem and ceftriaxone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.